Event description:
It was reported that while in the cath lab a teflon sheath was inserted via the femoral artery. The intra-aortic balloon (iab) could not be advanced due to the pt¿s severe vascular calcification. As a result, the iab was removed and a zeon iab was inserted without issue. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no delay or interruption in therapy. No pt complications reported and the pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.